Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/09/2013 with the following findings: a review of black box history revealed data from (B)(6) 2013. The pump history indicated that the last basal delivery was recorded on (B)(6) 2013. On (B)(6) 2013, there was no power to the pump from 1:49pm to 4:07pm for unknown reason. The battery voltage was found to be above the ¿low¿ and ¿replace¿ battery thresholds at 1.37vp prior to the power on reset event. There was no damage found to the battery compartment. The battery cap was not returned with the pump. A test battery cap was used for testing purposes during investigation. The test battery cap secured tightly to the pump and maintained electrical connection. The pump was powered on to display the verify screen. The pump was exercised for 24 hours; no power interruptions or alarms occurred during testing. An external power supply was used to simulate a ¿low battery¿ warning and a ¿replace battery¿ alarm. The pump emitted the appropriate visible and audible battery warnings and alarms. The pump¿s cover was removed; during an inspection of the printed circuit board (pcb), there were no intermittent issues noted to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributer contacted animas stating the pump stopped working without alarming. The display screen reportedly was blank. The patient reportedly experienced a blood glucose (bg) value of 3.33 g/l with small ketones of 0.8mmol/l. It was noted that the nurse was notified about the issue on the (B)(6) 2013. The battery reportedly was replaced and the pump started working again. The reported bg value does not meet the animas criteria of an adverse event. This complaint is being reported due to the allegation that the pump powered off without alarming.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.